Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. Complaint indicates two screw fractures. The alleged event was non-verifiable without the return of the product. A root cause for the complaint could not be determined. No immediate corrections are required at this time. The following sections were updated: date of this report, date received by manufacturer, follow-up number, add follow up type, add evaluation codes.

Manufacturer narrative:
Patient's age and date of birth not provided/unknown. Patient's gender not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Device not returned to manufacturer for evaluation. Device not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured inside of the patient's mouth.